Event description:
It was reported that the patient had issues in the past. It was stated the pump quit working or the catheter was twisted. Fluoroscopy was done and the catheter was stated to resemble a snake. The onset date for this issue was unknown. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported a catheter kink resulting in impingement of spinal cord. The patient had reported new bilateral leg weakness and increasing bilateral leg pain. The clinical diagnosis was increasing bilaterally leg pain. The event resulted in unscheduled clinic or office visit and in-patient hospitalization.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
[The following information was previously reported in manufacturer¿s report # 3004209178-2015-10372, but will be captured in the manufacturer's report going forward: it was reported the patient had weakness in their lower extremities. X-rays, magnetic resonance imaging (MRI) and a dye study was performed. The MRI showed an inflammatory mass around t10 and the catheter was kinked in the spine. The healthcare professional (hcp) removed the spinal segment of the catheter. The pump was used to deliver hydromorphone and bupivacaine. The patient was regaining some strength in their lower extremities.] Additional information was received from an hcp. The patient medical records from (B)(6) 2015 noted that after the pump was secured and the catheter was revised in (B)(6) 2015 [refer to manufacturer's report # 3004209178-2015-08593 for details regarding the (B)(6) 2015 revision], the patient did well for a period of time, but then ¿several days ago¿ began experiencing bilateral leg weakness, and was unable to move her legs. The patient ¿recently¿ lost significant weight, and had developed quite loose skin and fascial tissues in the abdomen. Her abdominal pump pocket site had begun to sag. The pump had begun to tilt forward in the pump pocket. This resulted from the pump breaking free from its mooring sutures and twisting within the pocket, causing a coiling and kinking of the catheter. Magnetic resonance imaging (MRI) was done earlier that week (approximately (B)(6) 2015), the MRI showed a possible lesion at approximately t10. (It was previously reported in manufacturer¿s report # 3004209178-2015-10372 that an inflammatory mass was noted around t10 related to the kinked catheter in the spine). The hcp later noted that the mass was diagnosed on (B)(6) 2015 via computed tomography (CT). No culture was done. Also of note was that the catheter tip was several levels higher, noted to be at t6 or t7; therefore, the hcp did not think this cord lesion represented a catheter tip granuloma. A catheter dye study was attempted by accessing the catheter access port (cap) of the pump in the pump pocket on (B)(6) 2015. Also, the hcp attempted to read the pump and had difficulty reading it. When the hcp first tried to access the pump under fluoroscopic imaging, they were completely unable to access the cap. They then manipulated the pump externally in the pocket and identified that it had completely flipped upside down in the pocket, indicating that all 4 mooring sutures, which previously secured the pump, had been broken. The hcp manually flipped the pump back to the right side up and then accessed the cap. The hcp was completely unable to aspirate any fluid from the catheter. The hcp then ordered a computed tomography (CT) on (B)(6) 2015. The CT findings included deformity/flattening and constriction of the thoracic cord at the t10-t11 level secondary to the intrathecal catheter, which was draped anteriorly across the thoracic cord at this level, resulting in cord displacement and deformity. The intrathecal catheter had a loop within it and terminated superiorly at the t7 level. The patient had mild degrees of degenerative change throughout the thoracic disc spaces with variable degrees of loss of disc height, and small central disc bulges at t5-t6, t6-t7, t7-t8, and t8-t9. At the t8-t9 level, the disc bulge appeared chronic and ossified, and was asymmetric slightly to the left of mid-line. The patient also had an old compression fracture, treated with vertebroplasty at t11. The patient underwent a surgical procedure on (B)(6) 2015, and the pre-operative diagnosis was progressive paraparesis ¿secondary to impingement of the spinal cord but intrathecal catheter¿; chronic thoracolumbar radiculopathy; continuous opioid dependence. The operative report findings noted that it was ¿immediately apparent¿ that the pump had rotated in the abdominal pocket, causing the catheter to coil on itself multiple times, creating kinks and coiled loops of catheter in the intrathecal space/supraspinous pocket. The intrathecal catheter was removed from the spinal canal. Once removed, cerebrospinal fluid (csf) began to well up into the wound through the dural hole and catheter tract. The hcp ¿oversewed¿ this with sutures, and by report, this stopped further egress of csf into the wound. The hcp then examined the catheter on the back table, and it showed that the catheter, distal to the anchor, had a 90 degree angle kink in it. This kink was approximately 1 inch from the anchor and ¿perhaps¿ 7 inches from the catheter tip. The hcp believed this was the portion of catheter that was pressing on the cord because the torsional forces that were being exerted on the catheter from the rotating pump. The patient received pre-operative antibiotics. The pump was allowed to infuse low dose subcutaneous medication into the left flank where the pump site catheter was caught. The patient was to follow up with the hcp and they would set the pump to minimal flow rate, after the 2-step wean that had already been programmed, had finished. The patient recovered without permanent impairment. The patient no longer had implantable devices, and their leg weakness had resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient started falling on approximately (B)(6) 2015 and was not sure why she kept falling. The hcp started doing several tests and examinations to discover the cause, when the patient had a "mailgram, and they discovered that the catheter had 'wrapped around her spinal cord from t-8 to t-11. "It was also noted that the pump had flipped. The patient then had emergency surgery on (B)(6) 2015 to have the catheter removed, and "it made a snake in the catheter and crushed my spine." The patient believed that the entire catheter had been removed, and only had the pump in place. There were no symptoms reported. The event date was (B)(6) 2015. It was also noted that the patient had low sodium.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Anlaysis of the pump revealed no anomaly. Corrected information: conclusion code no longer applicable.

Event description:
Additional information later received reported the patient's pump was explanted and the remaining proximal catheter on (B)(6) 2015. The patient's pump was being explanted, the intrathecal portion of catheter was explanted on (B)(6) 2015. The patient had reported that she was falling and the healthcare provider had ordered an MRI and the catheter was found to be pushing on the spinal cord, catheter explanted that day. The healthcare provider had verified the patient report was correct. The patient's pump and remaining proximal catheter were explanted today. The other medications the patient was taking were reported as albuterol, lachydrin, vit b, diazepam, voltaren gel, lomotil, allegra, flonase, dilaudid, vastaril, lidoderm patch, omeprazole, nacl, zanaflex. The patient status at the time of the report was noted as alive no injury.

Event description:
The pump was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8703w, lot# l47427, implanted: (B)(6) 1997, product type: catheter. (B)(4).